Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment results: it was identified that the blocker was indented on only one end of the blocker suggesting that the rod had not been sufficiently seated within the tulip and likely only contacted one end of the blocker during final tightening. No relevant manufacturing issues were identified as all released units met stryker specifications. Conclusion: the most likely cause of the customer reported event is the user using a rod that was too short for the procedure.

Event description:
It was reported that the original surgery was performed on (B)(6) 2015. Patient was relatively active. Following complaint of pain from the patient, it was discovered that the rod came out of the top screw of l3.

Event description:
It was reported that the original surgery was performed on (B)(6) 2015. Patient was relatively active. Following complaint of pain from the patient, it was discovered that the rod came out of the top screw of l3.